Event description:
Patient restarted blood thinners the day after surgery and presented to the physician with a hematoma at the ipg site. Physician brought the patient into the or and removed the hematoma. Ipg site was irrigated and antibiotic powder was placed in the pocket. Physician repositioned the ipg and closed.